Event description:
The manufacturer received information that a distributor was going to buy their trilogy evo loaners however have now changed their mind so these devices will need collecting. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the technician confirmed that there were no alarms at bench run and no actionable errors located in the logs. The device failed at testing on system leak verification. The technician carried out diagnostics for air leak, issue was poorly seated fi02 solenoid gasket. In addition, no cosmetic damage was found. Preventive maintenance was performed: valve and battery assessment passed; muffler assembly and foam filter were not replaced due to the device has never been in circulation and never used. The device was fitted with a new particulate filter. Software was upgraded to v1.06.10.00. Device was retested and all testing passed.